Event description:
It was reported that the patient presented remotely. Review of transmission revealed that pacemaker exhibited premature battery depletion. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the pacemaker was explanted and replaced on 27 jun 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, a device was returned for analysis. Final analysis found high current drain consistent with increased duty cycles caused by a firmware anomaly. The cause of the reported event of premature battery depletion was isolated to high current drain caused by firmware anomaly. Actions have been taken to prevent reoccurrence. No other anomalies were identified.